Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), non-penumbra angiographic catheter, non-penumbra sheath, and guidewire. During the procedure, the physician was unable to insert the lantern into the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using a new microcatheter and the same angiographic catheter. There was no report of an adverse effect to the patient.